Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the right coronary artery (rca). The amount of ivl pulses delivered and the pulse pressure are unknown. A drug eluting stent (des) was placed in the rca followed by post-dilatation with a non-shockwave balloon catheter. There was no patient sequalae reported. Additionally, there was no ivl malfunction reported. The patient was discharged the day after the index procedure. This event was sent to the clinical events committee (cec) for adjudication of the myocardial infarction (mi). The cec determined that the mi was a non q-wave mi attributable to the target vessel. The mi was reported to occur the same day as the index procedure. The cec noted that the troponin levels were greater than 70 x upper limit of normal (uln) within 48 hours of the index procedure. Additionally, film was reviewed, and the cec noted a very small (<1mm) side branch occlusion. They determined that the mi was possibly related to the study device and definitely related to the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction could not be definitively determined based on the information available. There was no ivl malfunction reported. The cec determined that the mi was possibly related to the study device and definitely related to the procedure. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.